Manufacturer narrative:
The report that the front case of the keypad of five pcu modules will be replaced as all five keypads were not working was confirmed on the returned keypads. Physical inspection noted the keypads were observed to be in good condition with no issues observed. During internal inspection, the front case/keypad assemblies were observed with sign of contamination where the flex cable meets the circuit layer and broken flex cable traces. The ac indicator lights illuminated on the returned keypads after plugging in the power cord and the system on key was functioning as intended; however certain keys were not functioning as intended. On s/n¿s (B)(4) keypads, the following six keys were not functioning: s6 / silence / 1 / 4 / 7 / clear on s/n¿s (B)(4) keypads, the following 11 keys were not functioning: s4 / s6 / silence / s14 / 1 / 4 / 7 / clear / 0 / . / cancel on s/n (B)(4) keypad, the following 16 keys were not functioning: s4 / s6 / s7 / silence / options / s14 / 1 / 2 / 4 / 5 / 7 / 8 / clear / 0 / . / cancel the proximate cause of the keypad malfunction is suspected to be keypad trace damage resulting from fluid ingress entering the keypad circuit layer. Device history review: review of the pcu module 15300221 service history record showed the device had a manufacture date of 08/17/2018. A review of the device service history record was performed beginning from the date of manufacture to the present date 10/30/2020 and indicated that this device has not been returned for service. Review of the production failure record was performed beginning from the date of manufacture through present. The failure record showed no production failure records were opened for the source device. H3 other text : only a keypad was provided for investigation.

Event description:
It was reported the front case of the keypad of five pcu modules will be replaced as all five keypads were not working. There was no reported patient involvement.